Manufacturer narrative:
The bsc ts representative discussed programming the duration out and having the next patient follow up within on month to re-evaluate the noise. The cause of the noise is currently unknown. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) presented with noise signals every 200 milliseconds (ms) that resulted in tachycardia oversensing. These episodes occurred twice in approximately three months after implantation. In addition, there was noise observed on the shock electrocardiogram that occurred prior to the noise causing the oversensing. The noise could not be reproduced through isometric exercises or pocket manipulation. The original pace/sense lead is being used for pacing and a defibrillation lead was implanted for shocking purposes only. When the crt-d was implanted, the pacing impedances had increased but then decreased to 400 ohms and had remained stable. The patient is not pacemaker dependant but there was a slight pause in pacing for less than one second. Bsc technical services was contacted for technical advice. No adverse patient effects were reported.